Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting to the backup controller was not confirmed as the controller was not returned for evaluation. The reported event of the driveline being disconnected resulting in a pump stop was confirmed via the submitted log file. The log file submitted for review was obtained from the patient¿s primary system controller. The submitted log file contained approximately 8 days of data (07aug2019 ¿ 15aug2019 per the timestamp). The log file captured a pump stop event on (B)(6) 2019 from approximately 18:11:41 to 18:13:20 due to the driveline being disconnected; it was reported that this was related to an attempted controller exchange in response to alarms. The driveline disconnect was preceded by power cable disconnect alarms from 18:09:07 to 18:09:39 that were active on the white power lead despite the power lead appearing to be connected to a 14v battery. An additional power cable disconnect alarm which appeared to be due to a true power cable disconnection captured at 18:09:55 also preceded the driveline disconnect. The atypical alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The heartmate ii lvas instructions for use (IFU) and patient handbook instruct the patient not to attempt to change the system controller without having a trained caregiver at their side, if possible. The IFU and patient handbook instruct the patient to follow all alarm instructions, including calling the hospital if instructed. The IFU and patient handbook explain all alarms and the actions to take to resolve the alarms. Per the IFU and patient handbook, power cable disconnect alarms (which were captured in the log file prior to the driveline being disconnected) do not require the system controller to be exchanged. The reported event of pump stoppage appears to be due to the patient attempting to perform a system controller exchange in response to power cable disconnect alarms; however, the root cause of the reported event could not be conclusively determined through this analysis. The root cause of the reported event of difficulty connecting to the backup controller could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: there was no known issues with the primary system controller, the patient reportedly decided to change controllers after seeing the low voltage advisory alarms. The patient's healthcare provided stated that the cause of the pump stoppages was due to the patient attempting a controller exchange.

Manufacturer narrative:
Approximate age of device 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient reported low voltage advisory alarms. Log file analysis noted a pump stop on (B)(6) 2019 due to the driveline being disconnected. The pump was off for 1 minute and 38 seconds. On (B)(6) 2019 the patient tried to switch pocket controllers and had some difficulty with the backup so the patient reconnected to their primary controller. Patient was unsure if they were connected to power on the backup controller before switching. The event history captured an odd strings of low voltage advisories on (B)(6) 2019 while on battery power. Battery and battery clip terminals were cleaned by healthcare provider. Patient is going to clean their backup batteries and clips at home. No adverse event noted. Patient remains stable, followed as an outpatient.